Manufacturer narrative:
A medtronic representative went to the site to test the equipment. When trying to manually push the original scan to the navigation system, an error showed indicated the radiation dose report was being sent with the scan. After taking off the radiation dose from the navigation recipients, images were manually pushed without issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The images taken would not transfer from the imaging system. The site tried to manually push the images 3 times after the spin without resolution. The nav tag was present. Another navigation system was used and the images were able to be manually pushed from the original spin. The issue resulted in a 15 minute procedure delay. The procedure was completed without aborting imaging or navigation. Per the clinical specialist, two different pre-operative 3d scans were seen on the mobile viewing stations (mvs). This indicated the second stealth used involved another spin. When trying to manually push the original scan to the navigation system, an error showed indicated the radiation dose report was being sent with the scan. After taking off the radiation dose from the navigation recipients, images were manually pushed without issue. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) determined that the site has been using the system trouble free since unchecking the radiology report button on the imaging system.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.